Event description:
It was reported that an ilet user experienced persistent hyperglycemia around 240 mg/dl for approximately two hours without alarms, with no visible line kinks or leaks, and after black coffee; the user was using a cd infusion set and was guided to perform a site change, and a goodwill sample pack was issued due to supply issues. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with continued device use. Investigation included telephone-based troubleshooting and confirmation of supply replacement. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.